Event description:
It was reported via clinic notes that high impedance during a normal mode and magnet mode diagnostic test was observed on (B)(6) 2011 and the generator is now not able to be interrogated as of (B)(6) 2011. On (B)(6) 2011, the device was showing eri = yes, so the device is likely now expected end of service. Attempts for further info have been unsuccessful to date.